Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the station was in critical override mode. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a critical override had occurred. A technical support specialist found that the station was functioning properly. The tss checked that there were no issues with the station, and the customer confirmed that the critical override notice had disappeared from hsv. The tss closed the case as the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.